Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. J&j medtech orthopaedics then conducted visual inspection of the device received. The device was received and evaluated; visual inspection reveled that the needle is bent. Both plates and suture were not returned for physical evaluation. Functional test was unable to be performed due to the needle condition. A review of the batch manufacturing records was conducted on finished lot number 243l021: and no related non-conformances were identified. The overall complaint was unconfirmed as the observed condition of the truespan 24 degree peek would have not contribute to the complained device issue. Based on the investigation findings, and since the plate was not returned for evaluation, it was conclude that there is no enough evidence to adjudicate a root cause for the issue experienced by the customer. The potential root cause for the needle damage can be attributed to procedural variables, such handling of the device or product interaction during procedure; an excessive manipulation of the device, tilting movements of the applier needle while it was inserted causing deformation of the needle. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Upon visual inspection of the photo, it could be observed that one of the plates is completely out of the device with a piece of a broken suture attached to it. The rest of the device is in a normal condition a review of the batch manufacturing records was conducted on finished lot number 243l021: and no related non-conformances were identified. The overall complaint was confirmed as the observed condition of the truespan 24 degree peek would contribute to the complained device issue. Based on the investigation findings, the possible root cause can be traced to procedural variables, such handling of the device or product interaction during procedure; the depth penetration of the tissue may have not been maintained, therefore, the plate did not fully trespass the soft tissue and it was pulled out along with the device. Also, the root cause for the broken suture can be attributed to an over tension applied to the suture, consequently the suture broke. As per IFU: fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. Use caution when tensioning the suture. Over tensioning may cause tissue damage and/or suture or implant breakage therefore, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported from china that during a meniscal repair procedure, it was observed that the second plate on the truespan 24 degree peek device could not fix the meniscus after deployment. Another like device was used to complete the procedure. There was patient involvement. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.